Event description:
A healthcare facility in (B)(6) reported that the swivel y-piece was cracked on an rt236 infant breathing circuit. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the device was not returned to the manufacturer for inspection. We followed up for further information, but none was forthcoming. An investigation was carried out based on the event description. Results: it was reported the swivel y-piece was cracked. A lot check revealed no other similar complaints for this lot number. Conclusion: all breathing circuits are pressure tested during production and those that fail are rejected. It was reported the crack developed during use. We could not conclude how the crack occurred. (B)(4).